Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via the 24 hour helpline senior inbox that customer had several issues with the insulin pump. Insulin pump showed to be in suspend for several days which would not be the case. Date would also reset. Customer's blood glucose was unknown. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump passed functional testing including the self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received normal operating currents and no unexpected low battery alarm noted during our testing. However, detailed trace analysis confirmed the insulin pump alarmed replace battery, replace battery now and power loss when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. No cosmetic damage noted.